Manufacturer narrative:
Add¿l info has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker¿s electronic complaint systems.

Event description:
It was reported that while in the ec yesterday for a dislocation the femoral head disassociated from the stem while trying to do a closed reduction. The patient was brought into the operating room this morning where a new insert and head were implanted.